Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the needle bent and the thread broke at each knot. Several units of this lot were involved but no further details were provided about the event or patient involved.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the a proctology, the needle bent and the thread broke at each knot, this happened with 4 different needles. A fifth suture was used to complete the case. There was no patient injury reported but it is noted that the incision was extended as a result of the product problem.